Manufacturer narrative:
Correction: 1627487-07262012-002-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient was no longer receiving stimulation in addition to experiencing bruising and swelling at his scs ipg pocket site after falling. Additionally, the patient was unable to communicate with his scs ipg. Follow-up identified the patient's scs ipg was replaced which resolved the stimulation and communication issues.